Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician connected the central control monitor (ccm) to lab use only (luo) testing equipment. He booted up the ccm to a black screen. He cleaned the internal electrical connections and there were still no back lights and a 'computer system needs service' message was displayed and the touch screen was inoperable. After replacing various components with luo components, he found the display and touchscreen to be defective. After those were replaced with luo components, the ccm was then fully functional. It was determined that the display and the touchscreen were defective. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) display went blank. The unit was restarted multiple times with no resolution. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.